Event description:
Based on the info provided, the implant was not progressing into the disc space and the surgeon cut it. Upon removal of the spacer, the surgeon believed that the part was broken. Surgery was completed with another cage. The pt is in good condition.